Manufacturer narrative:
H4: the lot was manufactured from may 08, 2020 to may 11, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph, which showed fluid inside the bladder of the device. Which suggest no flow non delivery may have occurred. The reported condition was verified. The cause of the condition was not determined. However, the most likely cause was user related. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse after the expected therapy time. The device remained connected for another 24 hours and the solution had not infused. This was observed during patient use. The device had been filled with 4488mg fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.